Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. It was noted that the patient did not experience any asystole as a result. An invasive procedure was performed. The pacemaker was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.